Manufacturer narrative:
Terumo received the actual device for investigation and visual inspection confirmed the complaint, the unit was damaged at the joint were the cable meets the harvester¿s side connector. This type of damage can occur if the cable is pulled very hard to disconnect from the harvester. Repeated use and sterilization can also cause material degradation and create stress points. The IFU states that the bipolar cord is specified for 50 sterilization cycles only, depending on the usage, the cord may have reached its end of life. (B)(4). Method: actual device evaluated. Device performance tested. Photographic images. Visual inspection. Results: component/subassembly failure. Conclusions: device failure directly caused event. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the bipolar cord did not work. The product was changed out. There was an estimated 20 minute delay. The surgery was completed successfully.